Event description:
Patient was having a stent procedure to open the femoral artery. The procedure involved a laser and was peformed in the cath lab with the radiologist and cardiologist. There was a failure in stent deployment. The stent prematurely deployed. The stent was halfway out of the sheath expanded and half in the sheath expanded. The stent and sheath were protracted back through the femoral artery causing the left femoral artery to dissect. The patient is still in the hospital. The patient has received a thrombectomy and an extensive embolectomy with placement of three stents in the leg. The patient also went to the or for a graft. The manufacturer has already been contacted.